Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a manual tube release that continually needs to be reset. This condition had the potential to interrupt delivery. This condition was found in the general pt ward. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a manual tube release that continually needed to be reset was confirmed during product evaluation by quality engineering. The last failure code to occur prior to servicing was 500:320:844:0000, which will be identified as the customer reported complaint. Upon review of the event history, quality engineering found that the failure code was preceded by a "battery charging stop" and two lock press events. This suggested that the cord was wrapped around the pump, depressing the panel lockout button and causing the failure code to occur. Therefore, the cause of the reported problem was attributed to user error. No repair was needed for the reported condition. A service history review revealed the device has not been previously sent into service for the reported condition and prior services did not contribute to the reported condition. A device history record review was also performed finding no abnormalities. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.